Event description:
It was reported that the customer was hospitalized for reasons not related to diabetes. The customer's blood glucose was unknown. Advised to contact healthcare provider for information on the customer's insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.